Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage to the part where the foreign matter remained. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). The detection method is described in the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope and prevention measures are described in the instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus, that the evis exera iii duodenovideoscope had a foreign body lodged inside the channel. Inspection and testing of the returned device found that the forceps channel could not be passed. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that labels were illegible and the guide wire tension could not be operated smoothly. The catheter movement was too light and the control knob had play. The distal end plastic, insertion tube and light guide tube had minor scratches. The nozzle had rust and the bending section rubber glue had a crack. The forceps passage had no pass and the suction flow was clogged. It was noted that the device was reprocessed prior to being returned to olympus and the customer did not know the cause of the foreign material. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.